Manufacturer narrative:
The infusion pump was returned to co for evaluation. Both channels were evaluated at 125 ml/hr and 10 ml/hr and the results were within specification. In addition, channel one was ran for an additional twenty-four hours at 13ml/hr. The results were all within specification. The pump was returned to the hospital.

Event description:
The infusion pump was involved in an overdelivery. Channel 1 was programmed to infuse at 13 ml/hr. However after 9 hrs the 250 ml solution container was empty, when only 117 ml was expected to be delivered. No pt injury resulted. The solution type was not reported.